Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulation is not targeting the correct area. The rep rogramming attempts have not resolved the issues.

Manufacturer narrative:
Concomitant medical products : product ID 97755, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that since friday (B)(6) 2018 the patient's implant was turning off by itself. The patient stated that they were verifying the status of the implant with their programmer and noticed the issue when they were sitting, walking or laying down. It was stated that the patient did not have adaptive stim programming and no traumas or falls were reported. The patient reported that since friday (B)(6) 2018, they were feeling changes in the location of stimulation when they were in different positions. It was noted that the patient should have stimulation in their left leg and lower back. The patient reported that they felt stimulation in their right leg, calf and lower back when they were sitting, laying down or walking. The patient stated that they called their manufacturer representative (rep) on the event date and was told to contact the manufacturer. The rep contacted the manufacturer and repeated the alleged device issues. The patient was instructed to sync with their implant and the programmer showed that the stimulation was on. The patient was redirected to their health care professional (hcp) for further evaluation. The patient reported that they could not charge their implant above 80% since (B)(6) 2018. The patient confirmed that the charge would go down, the pt charged for 3 hours and after 1 hour charging she saw 80% and then after 1 minute, they saw 70% and the charge level went down to 30%. The patient connected on (B)(6) 2018 and implant battery was at 70% within 5 minutes, the battery reported 80%. The pt was instructed to place the recharger over the implant and try again. The pt connected on the call and reported that their connection was excellent and their battery was at 70%. After 5 minutes,the charge was at 80% and would not go above 80%. The pt indicated that the controller found the implant and reported excellent charge quality. The patient was transferred to repair and the recharger was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) spinal pain. It was reported that since friday (B)(6) 2018 the patient's implant's was turning off by itself. The patient stated that they were verifying the status of the implant with their programmer and noticed the issue when they were sitting, walking or laying down. It was stated that the patient did not have adaptive stim programming and no traumas or falls were reported. The patient reported that since friday (B)(6) 2018, they were feeling changes in the location of stimulation when they were in different positions. It was noted that the patient should have stimulation in their left leg and lower back. The patient reported that they felt stimulation in their right leg, calf and lower back when they were sitting, laying down or walking. The patient stated that they called their manufacturer representative (rep) on the event date and was told to contact the manufacturer. The patient was instructed to sync with their implant and the programmer showed that the stimulation was on. The patient was redirected to their health care professional (hcp) for further evaluation. No further complications were reported.